Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("migration of essure device location of device;doctor unable to determine location") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In october 2012, the patient experienced alopecia ("hair loss"). In november 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In march 2013, the patient experienced nausea ("nausea"). In may 2013, the patient experienced weight increased ("weight gain") and eye disorder ("eye problems"). In january 2014, the patient experienced kidney infection ("kidney infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infection"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), depression ("depression"), procedural pain ("plaintiff suffered a painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea"), dermatitis allergic ("rashes or skin conditions (bumps due to allergy)"), vision blurred ("blurry vision"), tooth disorder ("dental problems"), pain in extremity ("leg pain/pain on hand"), abdominal pain ("abdominal pain"), skin disorder ("skin problems") and gait disturbance ("could hardly walk"). The patient was treated with surgery (underwent a laparoscopic salpingectomy partial hysterectomy to remove the essure) and surgery (bilateral salpingectomy laparoscopic salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, urinary tract disorder, pain in extremity and skin disorder had resolved, the device dislocation, back pain, dysgeusia, gingivitis, migraine, depression, vaginal haemorrhage, menorrhagia, fatigue, vision blurred, eye disorder, tooth disorder, abdominal pain and gait disturbance outcome was unknown and the dyspareunia, procedural pain, alopecia, bladder disorder, dysmenorrhoea, kidney infection, nausea, dermatitis allergic and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gait disturbance, gingivitis, headache, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural pain, skin disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received: event gait disturbance added. Concomitant conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("migration of essure device location of device;doctor unable to determine location") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced weight increased ("weight gain") and eye disorder ("eye problems"). In (B)(6) 2014, the patient experienced kidney infection ("kidney infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infection"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), depression ("depression"), procedural pain ("plaintiff suffered a painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea"), rash ("rashes or skin conditions (bumps due to allergy)"), vision blurred ("blurry vision"), device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), pain in extremity ("leg pain/pain on hand"), abdominal pain ("abdominal pain") and skin disorder ("skin problems"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy partial hysterectomy to remove the essure) . Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, urinary tract disorder, pain in extremity and skin disorder had resolved, the back pain, dysgeusia, gingivitis, migraine, depression, vaginal haemorrhage, menorrhagia, fatigue, vision blurred, device dislocation, eye disorder, tooth disorder and abdominal pain outcome was unknown and the dyspareunia, procedural pain, alopecia, bladder disorder, dysmenorrhoea, kidney infection, nausea, rash and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gingivitis, headache, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, suffered a painful post-operative recovery. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, bladder problems, urinary tract disorder, dysmenorrhea, fatigue, kidney infection, headaches, nausea, rash, blurry vision, weight gain, migration of essure device, eye problems, dental problems, leg pain, abdominal pain, skin problems, did not undergo essure confirmation test added,events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infection"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), procedural pain ("plaintiff suffered a painful post-operative recovery") and alopecia ("hair loss"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dysgeusia, gingivitis, dyspareunia, migraine, abdominal pain lower, depression and alopecia outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysgeusia, dyspareunia, gingivitis, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, suffered a painful post-operative recovery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.